Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient turned off their ins for a cardiogram and surgery that was unrelated to the device. When the patient turned the stimulation back on, they wanted to set the stimulation to ¿325.¿ the patient reported that when they hit the button to increase the stimulation to ¿325,¿ it ¿shot up over 600¿ and the patient lost their footing and fell. The patient stated that the stimulation increased on its own. The patient was unsure if there was a message on the patient programmer. The patient then reported that on (B)(6) 2017, the patient didn¿t touch anything and the stimulation ¿went from 325 to 450.¿ the patient reported that it gave them a ¿good shock.¿ the patient mentioned that their pain medication didn¿t work and that they needed a shot for the pain in their neck. The patient reported that they take the neck pain until they lose feeling in their fingers, then they get the shot. Additional information was received from the patient. It was reported that the button stuck on the patient programmer when the patient was trying to turn on the stimulation, causing it to go up to "600." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the "settings" button on their programmer stuck momentarily, causing the stimulation increase and numbness in both legs. The patient pressed the "on/off" button to turn off the stimulation and resolve the issue. No further complications are anticipated.